Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instruments reported to me by sjog murdoch orthotechnician. Not related to specific case. The three corail threaded adaptors are not screwing into femoral stem. One of the adaptors is cross threaded and stuck on the extractor axis (with slap hammer in place mai001/dp2580017). The pinnacle liner extractor - the metal tip that inserts into ard tabs of the shell appears to have broken off/worn down. Unable to use this instrument to extract liner without the ability to lock in to the ard tabs.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.